Event description:
It was reported that during a laparoscopic cholecystectomy, jamming occurred and the clip fell off at the 2nd firing. There was no damage on the target tissue. There was no unexpected resistance in grasping the trigger. There was no unexpected noise. There was no torquing or twisting of the device present. The device was not fired on something hard such as an existing clip. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Ejected clip, jaw misaligned. Additional information was requested and the following was obtained: was cholangiogram done on procedure? We could not get further information about this complaint. The analysis results of the er420 device found that it was received with the jaws slightly misaligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 13 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.